Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign materials present in a-rubber. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had remnants of historkrill adhesive deposits at the distal end, which had been stuck together. The event occurred during reprocessing. There were no reports of patient involvement.